Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Device had motor error alarm during rewind due to corroded motor home switch. Moisture damaged found on electronic assembly. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have gone swimming with the insulin pump in the pocket. Customer's blood glucose was 212 mg/dl. Customer reported there was moisture underneath the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.